Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider reported the exhalation heater block had generated the smell. It was cleaned and the device was let to run for 1 week. The problem was solved by cleaning the exhalation block heater.

Event description:
It was reported that during maintenance the ventilator generated a burnt smell. There was no patient involvement.